Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked case reservoir tube window corners, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place and unable to perform the displacement test due to reservoir tube lip broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that crack near reservoir compartment. The customer's blood glucose was unknown. The product was returned for analysis.